Event description:
Pt was scheduled for MRI. Pt had a MRI compatible pacemaker. Medtronic's rep was present to program the pacemaker before being scanned. Pt went onto MRI table; laid down while the tech and nurse were positioning pt. Pt became unresponsive. Pt went into full arrest. Pacemaker did not pace collectivity. Pt took her insulin before medtronic's rep programmed her pacemaker. Implant procedure completed on (B)(6) 2011. Other hardware implanted: medtronic atrial lead (52 cm, (B)(4)). Medtronic right ventricular lead (58 cm, (B)(4)). Lead measurements (via psa cable): ra lead: 2mvp wave, 0.8 v threshold at 0.5ms, 562 ohms impedance. Rv lead: 10mvr wave, 0.4 v threshold at 0.5ms, 1333 ohms impedance. Programmed parameters: dddr 60-130.